Manufacturer narrative:
The manufacturer has made repeated attempts to contact the user for additional information and to request return of the mask. No further information has been provided, and no product has returned. The comfortgel blue full face mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home and multi-patient use in the hospital/institutional environment. The mask is to be used on patients (B)(6) who are appropriate candidates for noninvasive ventilation. Labeling warns the user "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional." Based on the information available, the manufacturer is unable to confirm the user's allegation of "permanent scar and indentation on bridge of nose", and concludes no further action is necessary.

Event description:
The manufacturer was informed of an end user's allegation of a "permanent scar and indentation on bridge of nose" while using the comfortgel blue full face mask. The user indicated he has been using the mask for 9 years, stating "at times the thin silicone cuts into the skin and a bandaid is necessary for use". It is unknown when the user began to experience the issues. There is no medical intervention reported. There was no part number or lot number provided by the user. The manufacturer has strongly advised the end user to discontinue use of this mask and contact his provider for an alternative interface. The manufacturer has requested additional information from the end user, and return of the mask for investigation. The investigation is on-going. Upon completion of the investigation, a follow up report will be filed.